Event description:
It was reported that the arctic sun device had a warming functionality problem.

Manufacturer narrative:
Correction: g4- retraction doa submitted on the 3500a form was entered incorrectly, therefore this correction is to reflect the correct doa for the record. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a warming functionality problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a warming functionality problem.